Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported problem. After functional testing it was determined that the cracked downstream occlusion (dso) seal was the root cause. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a cracked downstream occlusion seal. The event occurred during visual inspection.